Manufacturer narrative:
(B)(4).

Event description:
It was reported the scrub nurse got injured with a small sharp piece of metal. This sharp item punctured the double layered gloves and the skin on the left index finger. It was noticed after all the components were in place before the closure of the wound.